Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a liberty select cycler malfunction or deficiency.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to get assistance programming tidal / treatment based therapy into their liberty select cycler, which was to include a medicated last fill. There were no reported issues with the fresenius cycler nor were there any allegations that the medicated last fill was associated with an adverse effect from use of fresenius products. Upon follow up, the patient¿s pd nurse reported the patient was able to program the cycler and did not have any adverse effects due to any fresenius device(s) or product(s). The nurse stated the patient was on an (unspecified) antibiotic for the last fill due to an (unspecified) infection. However, the nurse adamantly stated the infection was not related to any fresenius products. The pd nurse stated no further information would be provided about the infection.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.